Manufacturer narrative:
(B)(4). The analysis results of the device (a) found that it was received in good condition. Upon testing, a 5 mm test device was inserted and removed through the device without any anomalies noted. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of the device (b) found that it was received in good condition. Upon testing, a 5 mm test device was inserted and removed through the device without any anomalies noted. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # g9ky65 expiration date: 07/2015 manufacturing date: 08/2010 (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the seal was broken. The surgeon had difficulty in taking the harmonic scalpel out of the cannula and "pull the scalpel". Another device was used to complete the procedure. There were no adverse consequences for the patient.